Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5109565); contact person: (B)(6). Additional products: heartware ventricular assist system ¿ battery model #: unk/ catalog #: unk/ expiration date: unk/ serial #: unk UDI #: asku; device evaluation: no; mfg date: unk. Labeled for single use: no. Heartware ventricular assist system ¿ battery model #: unk/ catalog #: unk/ expiration date: unk/ serial #: unk UDI #: asku; device evaluation: no; mfg date: unk. Labeled for single use: no. Heartware ventricular assist system ¿ battery model #: unk/ catalog #: unk/ expiration date: unk/ serial #: unk UDI #: asku; device evaluation: no; mfg date: unk. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries had identified concerns. One battery was incorrectly reading total capacity. Two batteries demonstrated internal circuit failure causing no power output to the controller or an ability to charge when connected to the battery charger. The final battery demonstrated a solder defect which causes no power output to the controller or ability to charge when connected to the battery charger. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: four (4) batteries with unknown serial numbers were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving batteries not estimating the capacity accurately, can be attributed, but not limited, to a fault of the integrated circuit (ic) that controls the battery and/or an estimation error. Events involving batteries not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Events involving batteries not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Additional products: unknown battery h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 unknown battery h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 unknown battery h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.